Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia on (B)(6) 2018 from 10 am to 10:30pm. It was reported that the customer had high blood glucose levels of 38 mmol/l at the time of incident. It was reported that the insulin pump self suspended overnight. It was reported that the customer got checked for the blood glucose, and was hydrated. It was reported that the customer got treated for the high blood glucose at the hospital. The customer reported that she got back form the hospital and her blood glucose level was 9 mmol/l , then it was 6.5 mmol/l and the most recent blood glucose level was 7.8 mmol/l. The customer stated that the carelink report showed that the insulin pump was suspended by itself from 8:00 pm (B)(6) 2018, 11: 00 am to (B)(6) 2018. It was reported that the customer declined to go through the insulin pump settings. The customer stated that according to the alarm history, there were no alarms between (B)(6) 2018. The customer reported that there were no issues with reservoir and infusion set and stated that the auto suspend was off. Troubleshooting was completed on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return. Additional device related incidents : infusion set ((B)(4)); insulin pump ((B)(4)).